Event description:
Reporter has spondylolisthesis which causes the spine to slip. Therefore, reporter had back fusion with two pedicle screws. Since the implant of these pedicle screws, pt has had increased pain. Severe pain; missed many days of work as a result of pain and reporter is on narcotics for pain and antidepressants. Reporter has increased nerve damage and weakness in her legs. Decreased mobility also reported. Screws remain implanted at this time.